Event description:
It is reported that a leak and air in sheath occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected. Prior to procedure sheath flushed well, no noticeable issues. During procedure, sheath and dilator were placed in patient groin along guidewire, brought up toward superior vena cava. The system was brought back down to septum for transeptal puncture, transeptal puncture was successful, then when trying to flush sheath prior to insertion of mapping catheter there were many bubbles visible and a noticeable leak at the valve of the sheath. Three attempts to pull back fluid and release air bubbles were performed; the result was unsuccessful. The fluid was leaking from the valve at the end of the sheath. Air bubbles were seen during negative pressure/fluid pull back. Physician removed current sheath, disposed of it, and replace it to complete the procedure. There were no patient complications.